Event description:
Additional information stated the patient was tased by police and got in a fight one month prior to report. It was also reported the patient's leads migrated and they were scheduled to be replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced "failed efficacy" and it was noted that the lead had dislodged. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient had a new lead implanted. It was noted that the patient was "doing well with good coverage" with the new lead. Prior to revision, it was noted that the system "checked out fine with impedance testing".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were high impedances and a loss of therapeutic effect after the patient had been tazed. It was stated " that impedances with electrode #10 were around 15,000 ohms and pairs with 4, 5, 9 and 11 were between 4000-5000 ohms, and group impedances ran at 2.5 volts using 10,11,12,13 = 3787 ohms." Reprogramming was tried unsuccessfully. It was stated that the patient lost the stimulation following an "episode" in which he was "tazed (bipole tazer) by the police a few times," once specifically in the left hip area where ins was. Reportedly, the patient was then hospitalized and heavily sedated. Additional information has been re quested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of lead, lot #v876073004, found the distal end of the conductor was broken. It was noted the #2 conductor was broken at the proximal edge of the #2 electrode sleeve. Analysis of lead, lot #v876073011, found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code .if information is provided in the future, a supplemental report will be issued.